Manufacturer narrative:
This part is not approved for sale in the us but a similar part with catalogue# 55811015545 and 510k# k122433 and UDI# (B)(4) is approved for sale in the us. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent vertebroplasty with 'ha' at l1 due to l2 compression fracture. Percutaneous correction fusion was performed from posterior side on 1a1b. Post-op, the head base (the transition part with the screw shaft) of the l1 screw broke. The patient underwent removal of the screw. However, tip of the screw remained inside the patient's body.